Event description:
It was reported that an implantable cardioverter defibrillator (ICD) had premature battery depletion. The device remains in the patient. No patient complications have been reported as a result of this event. 2015 (B)(6), updated information indicates the device was explanted, replaced, and returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) had premature battery depletion. The device remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information indicates the device was explanted, replaced, and returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Pre approaching elective replacement indicator (eri). Current battery voltage equals 2.66 v.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.